Event description:
Paramedics attempted to administer device defibrillator energy to a pt while in transport to the hospital. Reportedly, the defibrillator would not charge to the selected 200 joules, due to an observed 'battery failure.' The facility reported there was no delay in pt care resulting from the failure. The pt was not resuscitated.